Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro jaws broke apart. A piece had to be retrieved from the leg. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the upper half of the cold jaw silicone boot was detached and was not received. The jaws had minimal signs of clinical usage. There was some evidence of blood. Based upon the visual observations, the reported complaint "jaws broke" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).